Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the customer removed the water trap from the circuit to waste the water from the cup during ventilation on a patient. In this process the blue part also came off from the circuit together with the cup resulting in a big leakage. No patient injury reported.

Manufacturer narrative:
The affected hose system was available for investigation. A visual inspection has not revealed any obvious root cause/failure. The water trap was opened repeatedly in different ways to simulate possible use cases and reproduce the reported symptom, but it was not possible. The seal could only be removed with additional force. A detached seal will cause a leak which, depending on its size, will be compensated by the ventilator. If ventilation is restricted a corresponding alarm will be generated. The investigation has not revealed a device failure. The exact root cause could not be determined. Similar cases have not been reported to draeger during the last 2 years. Hence this complaint is considered an isolated case.

Event description:
Please refer to the initial report.